Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced five infusion sets fell off during use events on 20-june-2024, 21-june-2024, and 24-june-2024. Infusion set was in use for between one hour to 2 hours. The blood glucose level was reported 90 -196 mg/dl. No further information available.

Manufacturer narrative:
Initial and final (B)(4). Device 4 of 5.